Manufacturer narrative:
D10 concomitant products: k4884, dr brunott lap ing. Hernia kit cairns (lot#0012143156); oms-pdbs2, oms-pdbs2 pdb balloon x5 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic totally extraperitoneal hernia, during the deflation and removal of the dissection balloon, the balloon physically broke and disengaged from the trocar. The balloon exploded. The issue occurred in two balloons. The exploded balloon pieces that fell into the patient¿s cavity were all retrieved. The procedure was continued as the balloon had already completed the dissection. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic totally extraperitoneal hernia, during the deflation and removal of the dissection balloon, the balloon physically broke and disengaged from the trocar. The balloon exploded. The exploded balloon pieces that fell into the patient¿s cavity were all retrieved. The procedure was continued as the balloon had already completed the dissection. There was no patient injury.